Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device evaluation was completed. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was further examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined, however, the probable cause was noted to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate was broken. This issue was further described as, ¿observed the elastomeric hose is broken¿. The broken tubing was discovered prior to patient use. There was no patient involvement. No additional information is available.